Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient was receiving 500 mcg/ml gablofen at a dose of 100-110 mcg/day. The patient's indication for baclofen use was cervical myelopathy, and spasms. On (B)(6) 2017 a fluid collection was noted and the x-ray was negative. On (B)(6) 2017 the side port was aspirated with good cerebrospinal fluid (csf) flow. On (B)(6) 2017 a "ns eval" occurred. On (B)(6) 2017, the catheter access port (cap) was positively aspirated, a catheter evaluation with a CT scan and dye study was performed. On (B)(6) 2017 the seroma was resolved with ongoing titration of pump to optimize function. Baclofen was not discontinued as a response to these adverse events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4) applies to the pump, (B)(4) applies to the catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported that sometime in (B)(6) 2017 the patient's pump was flipping in the pocket. The hcp believed the catheter and pump would need to be revised. The patient was found to have a large seroma around the pump. No environmental/external/patient factors that may have led or contributed to the issue were reported. As an action/intervention the patient was referred to neurosurgery. The issue was not resolved at the time of this report. Surgical intervention was planned and the patient's status was "alive- no injury". No further complications were expected or anticipated.